Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the adapter port was jammed, the plastic shell from the cable was stuck in the patient connection making the analyzer impossible to use. It was additionally noted that the patient connection had disturbed pins. The analyzer was replaced and sent on for repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working correctly. The analyzer is expected to be returned for service. There was no patient involvement. It was further reported that the analyzer's port to receive the adapter was jammed with some electrical pins. The analyzer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.